Event description:
Customer reported she had a recent sensor failure. The insulin pump also was alarming was low and when she checked her blood glucose she wasn't low. The device kept alarming and eventually stopped, advised how to find the alert silence feature. Customer declined troubleshooting assistance. Customer's blood glucose unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.